Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right knee performed on (B)(6) 2018 using healix advance br with orthocord, the patient had revision surgeries on (B)(6) 2019 and (B)(6) 2019 due to arthrofibrosis. According to the report, the revision procedures included: sad/bursectomy, lysis of adhesions, capsular release, and labral debridement. It was reported that the patient had postoperative joint stiffness on (B)(6) 2018, abnormal or prolonged pain on (B)(6) 2018, and arthrofibrosis on (B)(6) 2018. It was reported that the revision surgery included: sad/bursectomy, lyis of adhesions, capsular release, and labral debridement. It was further reported that the initial procedures included: rtc repair, biceps tenodesis, and labral debridement. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right shoulder performed on (B)(6) 2018 using healix advance br with dynacord, the patient had revision surgeries on (B)(6) 2019 and (B)(6) 2019 due to arthrofibrosis. According to the report, the revision procedures included: sad/bursectomy, lysis of adhesions, capsular release, and labral debridement. It was reported that the patient had postoperative joint stiffness on (B)(6) 2018, abnormal or prolonged pain on (B)(6) 2018, and arthrofibrosis on (B)(6) 2018. It was further reported that the initial procedure included: rtc repair, biceps tenodesis, and labral debridement. The current status of the patient was unknown. No additional information was provided.